Event description:
The advocate stated the customer's blood glucose readings had been higher than usual when testing with her contour meter. She alleged that she gave the customer additional insulin based on a high reading. The customer passed out and paramedics had to be called. When paramedics arrived, the customer was treated with glucose. The customer was not hospitalized. No other information was provided about the event. The advocate declined to troubleshoot or provide any additional information before ending the call. No product will be returned at this time.